Event description:
Angioplasty with stent placement was performed on pt to dilate the right coronary artery. The physician was removing the system and noticed the guide wire had uncoiled. No ressitance felt. Tip of the guide wire broke and was left in pt. This was visible under fluoroscopy. Retrieval of guide wire tip scheduled in cath lab.